Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from emergency room (ER) that tubing leaked around where they connect to the IV cath. There was no harm to patient.